Manufacturer narrative:
The referenced admission for gi bleeding, subsequent complications and death were reported under medwatch MFR report #2916596-2016-00646. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump grinding noise was heard and pump thrombosis was suspected. The patient had a history of gastrointestinal bleeding (gi) for approximately 1.5 years and was admitted for a gi bleeding event when the pump grinding was noted. The patient's anticoagulation and inr history was not provided. The patient ultimately expired subsequent to multiple ensuing complications.

Manufacturer narrative:
The reported pump grinding and the report of suspected thrombus could not be conclusively determined as the device was not returned for evaluation. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.